Manufacturer narrative:
Product event summary: the data file was returned and analyzed. The files confirmed multiple system notice 50005 'the safety system detected fluid in the catheter and stopped the injection.' In conclusion, the reported visible blood was not confirmed through the data file analysis but the associated 50005 system notice was confirmed. The physical product has not yet been analyzed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during a cryo ablation procedure, when ablating the final pulmonary vein (pv), a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The console was rebooted, but the issue persisted. The balloon catheter was then removed from the patient and blood was visible in the balloon. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 15950 was returned and analyzed. Visual inspection was performed, and a breach was observed on the guide wire lumen. During external inspection of the balloon segment, blood and fluid inside was observed inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005, indicating a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. During inspection and pressure testing of the shaft segment, blood was observed inside the catheter handle and a guide wire lumen breach was observed approximately 0.61 inches from the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen breach on the catheter tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.